Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion is inconclusive due to poor sample condition. One 5 fr tl powerpicc catheter was returned for investigation. The catheter had been cut at the 5 cm depth marker and extended up to the 45 cm depth marker. Use residue was observed within the sample. Injection caps are attached on each hub. The sample was flushed with water using a 12 ml syringe and all three lumens were found to be patent to infusion. The cut catheter segment was flushed with water and was found to be patent to infusion. Residual material was observed to flow out of the catheter tubing. The material was dark and appeared to be dried and brittle. No complete occlusions were observed within the returned sample; however, residual material within the catheter may have been a contributing factor.

Event description:
It was reported that an alarm of the pump to notify catheter occlusion several hours after startig infusion. It was further reported that infusion and aspiration could be performed without problems just after the catheter was placed. The facility is requesting to investigate what kind of material (blood clot, residue of medicine, etc.) Affected the reported catheter occlusion. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs1792 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an alarm of the pump to notify catheter occlusion several hours after starting infusion. It was further reported that infusion and aspiration could be performed without problems just after the catheter was placed. The facility is requesting to investigate what kind of material (blood clot, residue of medicine, etc.) Affected the reported catheter occlusion. There was no reported patient injury.